Manufacturer narrative:
The artificial urinary sphincter was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because it was no longer functioning. The system was void of fluid. A new aus device was implanted. There were no patient complications.